Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2019 due to a heart attack and low blood glucose. Customer¿s blood glucose was below 15 mg/dl. It was reported that the customer was wearing the insulin pump at the time of death. Continuous glucose monitoring was not used. Insulin pump is not expected to return for failure analysis. Unomed inf set, frn-mmt-332-rsvr.